Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indications for use of the pump were non-malignant and chronic low back pain. It was reported that the patient's pump was removed in (B)(6) 2016. The pump was no longer working, and it was starting to hurt having it in her body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.